Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure from the left eye of a patient owing to an unexpected post-op refraction. It was stated that a zmboo lens with 20.0 diopter power was implanted. In addition, the patient was reported to be doing fine. No further information was provided.

Event description:
It was stated that a zmb00 lens with 20.0 diopter power was implanted.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed: non -conforming materials reports, device history records, sterilization records, environmental monitoring, process and/or material changes, diopter measurement records, were all found to be within specifications and without deviations. All pertinent information available to the manufacturer has been submitted.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Evaluation of return sample by visual inspection showed that lens was cut in pieces. Visual inspection under 12x microscope magnification showed the lens was identified as a tecnis model multifocal acrylic 1-piece intraocular lens, due to the type of haptics and presence of diffractive ring pattern on the optic. The lens condition is consistent with a lens that has been explanted. No further analysis was possible due to damaged condition lens was received. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: it was stated that a zmb00 lens with 20.0 diopter power was implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.